Event description:
A (B) (6) female with a history of cad, htn and hyperlipidemia underwent a left heart catheterization on (B) (6) 2010. Access was obtained in the right femoral artery via a 6f sheath. Per the procedural report, multiple sheath exchanges occurred. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There were no reported complications with the catheterization procedure or the mynx closure. It was reported that no hematoma was noted at the site post mynx. The patient was transferred to a stretcher/bed and transported to the short stay unit. Less than 1 hour post mynx, it was noted that there was a drop in the patient's blood pressure and the patient complained of abdominal pain. A CT scan revealed a large amount of blood noted nominally in the pelvis anteriorly and right laterally. The treating physician diagnosed a retroperitoneal hematoma (rph). The patient was transfused two units of packed red blood cells and placed on low dose vasopressors to increase her blood pressure. It was reported that the physician felt the hematoma was self limiting as the patient's blood work was stable and blood pressure improved after the low dose vasopressors and two units of packed red blood cells were given. Therefore, the physician elected to treat the patient conservatively. The following morning, the patient was reportedly up and walking around without complaints. The patient's groin was stable and patient felt ready for discharge. The treating physician discharged the patient on the evening of (B) (6) 2010 without further clinical sequela.

Manufacturer narrative:
The device was not returned for investigation. Based on the information provided and investigation performed, the root cause of the reported retroperitoneal hematoma could not be conclusively determined. No information was provided in regards to pre-procedure femoral angiogram or location of the stick to assess suitability for closure. Hemostasis was reportedly achieved with the mynx and without complication. There is no indication that the mynx device did not meet specification or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.